Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she was having issues with failed battery test. Customer's blood glucose was 131 mg/dl. Customer wasn't using recommended battery and was advised to buy a new battery. Customer called back and state issues persisted after buy a new battery. Customer's blood glucose was 231 mg/dl. Troubleshooting was performed and customer was sent a new battery to rule out issues with cap. Customer called back on (B)(6) 2015 and stated issues persisted with after the battery cap was received. Customer didn't know her blood glucose at the time. Customer stated the alarm reoccurred and the battery never charged. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.